Event description:
It is reported that patient underwent a revision surgery, due to pain and suspected migration/loosening of the implant and suspected inflammation of the tissue/bursitis.

Manufacturer narrative:
Information was forwarded from zimmer (B)(4), which markets the devices in belgium. The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information becomes available and/or the device(s) are returned for evaluation and an investigation result is available, an amended medical device report will be filed. (B)(4).